Event description:
It was reported that the epg has a cracked screen. The epg will be returned for repairs. No patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.